Event description:
It was reported boot time was long after a programmer software upgrade. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result software was reloaded and the hard drive was reimaged. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, and the system fan and hard drive were noisy. (B)(4).